Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could not charge the pump battery. The cable was replaced to resolve the issue. Customer's blood glucose was within range (value not provided).